Event description:
The user facility reported leakage in the capiox fx15 device. Follow up communication from the user facility reported the following information: while doing a preparation for a procedure a leak found on the reservoir port of the fx15rw30 device. The leak occurred many times during preparation of the oxygenator. The leak was resolved by using a connector. The procedure was completed successfully and there was no patient involvement.

Manufacturer narrative:
The actual device was returned to the manufacturing facility and is currently under evaluation. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A review of device history record of the involved product/lot# combination confirmed there was no indication of production related anomalies. A review of the product release decision control sheet confirmed there was no discrepancy in the inspection/test results. A search of the complaint fire found no other report of this nature with the involved product code/lot number. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up.

Manufacturer narrative:
Visual inspection upon receipt did not find any obvious anomalies. Visual inspection of the four (4) adapters enclosed with the device confirmed all of them were in the intact state. Each adapter was held on the larger bore side where there are some ribs on the outer circumference, screwed into reservoir blood outlet port and tightened securely to the port. The reservoir was then filled with saline solution in the maximum amount to be pooled and left in this state for 6 hours. There was no leak at the joint between the adapter and the port. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, as a cause of the reported leak, it is assumable that the adapter has not been fixed to the reservoir blood outlet port securely. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "ensure that all connected parts including the luer caps, the lock adapters and the port caps are securely affixed. Loose connections may cause contamination or a blood leak." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Actual device not returned.

Event description:
This report is being submitted as follow-up #1 for MFR. Report #9681834-2015-00119 to provide the evaluation results of the unused sample that was returned by the user facility. Initially reported that the actual sample was returned. This is not the case, only an unused sample from the involved product/lot number was provided by the user facility. The actual sample was not returned.